Event description:
It was reported that the camera head did not display an image it was a white screen. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge couple device water exposure and cable water seal failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image degradation was due to water ingress inside the scope mount should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.